Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a catheter interface unit (ciu) experienced an out-of-box failure during qualification, with uncorrectable catheter temperature sensor acquisition errors. The catheter and catheter extension cable were swapped with three known functioning catheters and extension cables, and the same errors were observed. The stack and workstation were rebooted, the mapping environment was recreated using a saline tank, and another map creation was attempted, ending with the same result. A loose catheter extension cable port was discovered. The procedure was aborted, and a replacement ciu was ordered. No patient complications have been reported as a result of this event.